Event description:
It was reported the patient was implanted in the early 90's for stimulation in the groin. It had been "giving them the willies." It was noted the patient lost workman's comp after fifteen years. It was also noted the patient's groin was "out of whack and pain was horrendous." It was noted the patient had a heart attack in 2002. Patient's implantable neurostimulator (ins) was no longer operational and had not been since 2005. It was noted while stimulation was turned on, the following use to occur, "lead would come loose and patient would get effects in their limbs from them moving." The health care provider "mounted a ground lead into the spine." Ins was not working and patient had to get pain shots and medications at the hospital. Patient cannot find a doctor that will assess ins because of "lead anchoring technique."

Manufacturer narrative:
Device used for off label indication. The indication the device was used for was peripheral neuropathy. Product ID 7496-51, serial # (B)(4), implanted: (B)(6) 1994, product type extension; product ID 3982, serial # (B)(4), implanted: (B)(6) 1994, product type lead; product ID 3982, implanted: (B)(6) 1994, product type lead. (B)(4).